Event description:
New information received on (B)(6) 2014 states that upon follow up the device continues to exhibit a measured data anomaly for extimate longivity. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow up, upon interrogation the pulse generator exhibited inappropriate measured data for the estimated longevity. The device remained implanted.